Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted bilateral intraocular lenses (iols). Both iols were explanted due to glare, halos, difficulty night driving. Patient did not feel safe, or being anywhere there were lights. It was stated that the visual symptoms significantly interfered with daily activity. Further report stated unable to drive at night due to starburst. Patient denies any pain, discomfort, new flashes, or floaters for both eyes. But patient feels vision worsened over the last few months. It was noted that the contact person stated that patient's visual issues occurred post-implant right away however was diagnosed on (B)(6)2022. Non-johnson and johnson lenses were used as replacement (15.5 diopter in right eye, 15.0 diopter in left eye). There was no vitrectomy or sutures done. Patient was great post-op, no halo or glare seeing 20/20 uncorrected in the distance and j5 uncorrected. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).